Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets in a single row in drawer 5.2 were not opening when prompted. A field service engineer (fse) found a partial connection failure with the row board cable. The fse tested all pocket lids, which opened as expected, removed cubies, and cleared any debris. The fse reseated row board cables on the half-high drawers in the main cabinet and also installed a rear bumper kit on the main unit to protect the communication sled and power supply, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a problem in which the drawer was unable to connect to the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.